Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the syringes are cracking and leaking chemo. There is more information however on the customer complaint form but the form that the customer provided is blurry/illegible and much of it could not be made out. Follow up is being conducted.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint or they were misplaced therefore an examination of the reported condition could not be made at this time. A review of the device history record (DHR) was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality team prior to release of product. Because there was no lot number, a date of manufacture could not be determined. This product was being used for treatment. A root cause analysis could not identify a cause. Since this complaint will be considered as unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.